Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.